Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was going for a walk, due to oversensing of pacing signals delivered by a concomitant non-boston scientific leadless pacemaker. The concomitant pacemaker has been reprogrammed to avoid future s-ICD oversensing issues. This implantable electrode remains in service and no additional adverse patient effects were reported.